Manufacturer narrative:
(B)(4). Approximate age of device - 4 years, 4 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported by the manufacturer¿s clinical specialist that according to the physician, the patient would be taken to the operating room the following week for a pump exchange due to a malpositioned inflow cannula. On x-ray, the cannula was found to be facing towards the free wall which may be causing suction events. The physician reported that an urgent pump exchange was not necessary and was going to proceed the following week when the inr decreased. The same day, the patient was coding and was being taken emergently to the operating room. Pi had dropped to 1.8 according to the system monitor and the patient had expired. There were no alarms from the system controller or system monitor. One nurse could not auscultate pump sounds but a second clinician could hear the pump. It had been reported earlier in the day that the patients inr was elevated but lactate dehydrogenase was normal. The patient had been sitting up eating breakfast while being connected to the power module. All pump parameters were normal on the system monitor. The lvad team is not aware of the cause of death and it is not known if the patient¿s death is device related, however during the code, the pump never alarmed. An autopsy report is still pending. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.